Manufacturer narrative:
The current user manual contains the following: "scanner precautions - avoid twisting, knotting, pulling, and stepping on the wand cable and the power cable", "warning - do not connect the scanner to a main supply without protective grounding, in order to avoid the risk of electrical shock.". This event is being filed as an MDR as the user experienced a minor injury on hand, requiring medical care, and the align technology, ltd medical device was being used. Investigation of this event is currently ongoing. A supplemental report will be submitted when additional information becomes available.

Event description:
The assistant reported that at the moment of the event, plugged the cable into 2 different sockets and sparks came out of both of them, causing a skin burn in the hand. No medical intervention was required.